Manufacturer narrative:
The filed service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the analyzer card was faulty. The fse replaced the card, which repaired the intermittent deletion of stored data. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter act diff analyzer was intermittently deleting calibration factors and other stored data. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.